Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device. The customer encounters an unspecified error message with (adc) device, and the customer was unable to obtain glucose readings. As a result, the customer experienced excessive sweating, loss of consciousness and was unable to self-treat. The customer regained consciousness and self-treat with concentrated milk and sugar syrup. No third-party medical treatment or medication was provided. There was no report of death or permanent impairment associated with this event.